Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had audio vibrate anomaly. Customer reported they did hear the beeps when audio volume settings were saved. Customer reported they did not hear the differences between the two audio beep volumes. Customer performed self-test and insulin pump did not vibrate during the vibrate test portion. No harm requiring medical intervention was reported. The device will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, self test and displacement accuracy test. Pump error 63 confirmed in device history with variable due to broken trace at keypad assembly. Volume did change when adjusted. Audio or vibrate anomaly or absence of alarm not confirmed.

Manufacturer narrative:
The device return status has been changed. The updated information has been included with this report. (B)(4).

Event description:
The device will be returned for analysis.